Manufacturer narrative:
Additional information: b3: event date estimated based on report details. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iop increase and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Iop increase and inflammation are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented postop with elevated intraocular pressure (iop) associated with recurrent anterior chamber (ac) cells. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing the patient's current post-op status, and ways to manage the intraocular pressure (iop) and inflammation. Additional information has been requested.